Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause of this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve implanted for 6 years and 11 months underwent a valve-in-valve procedure due to severe stenosis. Patient presented with systolic heart failure and cardiogenic shock. The procedure was successfully performed with a 23mm 9750tfx aortic transcatheter valve. The patient was awakened from sedation and transported to the recovery room in good condition and in a normal sinus rhythm.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.